Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump module infused at higher rate than programmed. Upon follow up with the customer, it was further reported at 0839 the pump module started infusing an 80ml bag of medication at 80ml/hour. Clinicians reported the pump module infused too quickly. The pump module indicated that 69.81ml of medication was given, although the bag was empty. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a pump module infused at higher rate than programmed. Upon follow up with the customer, it was further reported at 0839 the pump module started infusing an 80ml bag of medication at 80ml/hour. Clinicians reported the pump module infused too quickly. The pump module indicated that 69.81ml of medication was given, although the bag was empty. There was patient involvement but no patient harm.